Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that there was over denture pain. Patient requested removal of implants due to pain from original prosthesis (denture while trying to heal). Patient never went to get implants restored 4 months post operative. Rather stay with full denture. Refunded patient and dismissed patient.

Manufacturer narrative:
One (1) 3i t3â® non-platform switched tapered implant 4 x 10mm (bost410) & one (1) 3i t3 non-platform switched tapered implant 4 x 11.5mm (bost411) were returned for investigation. Visual evaluation of the as returned product identified both implants have bone attached to the threads and damage from removal. Measurements match dimensions. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported devices were located on tooth sites # 11, 9 (universal) and were used for approximately 2 years, 11 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (2016091027 & 2018090847). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Sterilization records (op#0210) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (2016091027 & 2018090847) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (pain) or product (bost410 & bost411). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur, and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.

Event description:
No further event information available at the time of this report.